Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted. Unit had broken belt clip slot, cracked battery tube threads,reservoir tube lip, reservoir tube, cracked lcd window, scratched lcd window, case and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.